Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. Valve actuation test passed. The patient sensor check passed. Pre-ast 2 hours 15 min 8500ml simulated treatment was performed without any failures or problems. There were visual indications of dried fluid on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. ). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered on the cassette inside the cassette door and in the pump module area of the cycler. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received a new cycler and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered on the cassette inside the cassette door and in the pump module area of the cycler. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received a new cycler and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered on the cassette inside the cassette door and in the pump module area of the cycler. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received a new cycler and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.